Event description:
It was reported that the atrial signals were in refractory on this cardiac resynchronization therapy defibrillator (crt-d) in a couple of ventricular episodes. The health care professional (hcp) stated that they thought the rhythm was supraventricular tachycardia (svt) and not true ventricular tachycardia (vt). Technical services (ts) discussed the rhythm ID and rhythm match features on the device and stated they could reprogram the device. The device remains in use. No adverse patient effects were reported.